Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked and saline wouldn't flow through during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a flow issue of mz1000. The customer reported as follows: saline did not flow with the use of mz1000. When another mz1000 was used, it flowed."

Manufacturer narrative:
H6: investigation summary: one mz1000 sample from lot 20075058 was received in opened packaging for investigation; no residual fluid was present in the device. The feedback provided by the customer indicates complete occlusion was detected when attempting to prime the maxzero device with saline solution. As part of the feedback the customer provided photographs of their experience. A visual inspection of the photographs and the returned sample did not identify any defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the complaint sample to a 50ml bd plastipak syringe and flushing with fluid; no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20075058 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customers experience. However, previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked and saline wouldn't flow through during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a flow issue of mz1000. The customer reported as follows: saline did not flow with the use of mz1000. When another mz1000 was used, it flowed."